Event description:
Customer reported no video on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the aspect box. System operates as intended.